Event description:
Complainant alleged that during functional testing, the device's associated onestep pacing mfc cable was found damaged and unable to connect to the onestep electrode pad. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.